Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced two inappropriate anti-tachycardia pacing (atp) bursts due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the event and provided reprogramming recommendations. No adverse patient effects were reported. This crt-d remains in service. Additional information was received indicating that another instance of inappropriate anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr) occurred, with two inappropriate shocks delivered. Technical services (ts) was consulted, and programming enhancements were discussed. No additional adverse patient effects were reported. This device remains in service.